Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare representative that an 900mr869 temperature/flow probe fell out of an rt329 infant continuous flow breathing circuit. The customer stated that the mr850 respiratory humidifier alarmed and notified them of the issue. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit was not returned to fisher and paykel healthcare for investigation. Without the return of the device, we are unable to confirm the reported fault or determine the root cause of the event. It is possible for temperature/flow probes to fall out of the probe port on a breathing circuit if the probe has not been fully inserted. Our user instructions which accompany the 900mr869 temperature/flow probe illustrate how to insert the probe and to ensure that the probe has been fully inserted into the port. The user instructions also state the following: "check that all connections, caps and/or plugs are tight before use". It was reported that the mr850 respiratory humidifier alarmed and alerted the user to the issue.